Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. It was also reported that insulin pump was stuck in the "preparing to prime" loop. Customer's blood glucose was 4.1 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test due to moisture damage inside the force sensor resistor also, moisture damage was found on the motor. Unable to perform the off no power test, self-test, a21 error test, occlusion test and no delivery test due to a33 alarm. However, the insulin pump passed the stop current test, run current test and displacement test. The insulin pump had cracked case at the display window corner, battery tube threads, broken reservoir tube lip, cracked belt clip slot and minor scratched display window.